Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient said that the site around his anchors of the leads were red and hurting; the patient was concerned that the leads were migrating. It was unknown what factors may have led to the issue. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the lead/anchor sites being red and hurting and the potential lead migration was not determined. The rep reported that no actions/interventions were taken as the patient didn't have insurance for another month so little could be done. The issue wasn't resolved. No further complications were reported.